Event description:
Patient undergoing scheduled hysterectomy. Provider was handed sterile vcare uterine balloon for utilization during procedure. Prior to use, provider appropriately tested equipment, equipment inflated but would not deflate. Equipment removed from field. New uterine balloon obtained, tested, and validated adequate functioning. Procedure continued without incident.